Manufacturer narrative:
The device is not available for investigation. A lot number was received and a device history record review (DHR) was conducted. The DHR showed no evidence to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for lost osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration". IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant lost osseointegration. The doctor reported that the implant was placed in tooth location #13 on (B)(6) 2018. The patient returned on (B)(6) 2019 to do impressions for final denture. The doctor removed the temporary denture and noticed that the mua (multi-unit abutment) seemed loose. The doctor attempted to tighten the abutment and noted the implant to be spinning. Therefore, the implant was removed due to loss of osseointegration. The patient's tissue was slightly red, but the patient experienced no pain. The implant site was not infected. The patient had no symptoms prior to the removal of the implant. The patient is currently reported to be healthy, and back in his temporary screw retained denture. The patient has d1 bone quality. The patient has a medical history of (B)(6), and is up-to-date on his dental care. There was no abnormality noted with the implant itself.